Event description:
The user facility reported that during a colonoscopy, there was a complete loss of video image and was unable to be retrieved after manipulating with the device. The procure was completed with a different, but similar device and there was no patient injury. No further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for evaluation. The investigation confirmed a flickering video image. There was evidence of fluid invasion and corrosion in the endoscope connector, and the cover glass was noted to be loose. The investigation also found the light guide lenses chipped and the cover had a low insulation reading. The cause of the user's experience appears to be due to fluid invasion. The source of the fluid invasion could not be conclusively determined, as the device passed leak testing. User error may have been contributed to the reported event. This report is being filed as an MDR in an abundance of caution.